Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the lead had dislodged and perforated through the heart. It was also noted that the lead had disintegrated. Patient noted not able to walk without gasping for breath. The lead was explanted and replaced when repositioning was unsuccessful. Patient is recovering.